Manufacturer narrative:
Investigation is not complete.

Event description:
The customer contact reported the device alarmed with a s233 (over-temperature-psc) malfunction alarm code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.